Event description:
It was reported that ongoing occlusion alarms occurred. There was no reported adverse impact on the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.